Event description:
A malfunction with code malf 15 was reported without any notable events occurring beforehand. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support provided information on how to reset the pump and assisted the caller with the process. After resetting, the malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if the issue happens again.